Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 03.118.111, lot number: t995391, manufacturing site: (B)(4), release to warehouse date: mar 14, 2014. A review of the device history records was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the silicon handle/quick coupling with rotating cap circular piece on bottom was disconnected from the handle. It is unknown when the issue was observed. It is unknown if there is patient involvement. This report is for one (1) silicone handle/quick coupling w/ rotating cap. This is report 1 of 1 for (B)(4).